Event description:
An impella cp was inserted via the right femoral artery in a 58-year-old male patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was scai shock stage d. The patient was supported with concomitant extracorporeal membrane oxygenation (ECMO). After 8 days on impella cp support, oozing was observed at both the impella right femoral artery access site and the ECMO left femoral artery access site. The oozing resolved with manual pressure and did not require blood product administration. Bilateral pedal pulses remained intact. The impella cp device was functioning at performance level p-4 with flows of approximately 2.3 liters per minute. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate, and no alarms or changes in device performance were reported, consistent with expected operation. Approximately 12 days after resolution of the access site oozing, the impella cp device experienced a pump stop and was unable to be restarted. The device was subsequently removed, and the patient remained on ECMO support following explant. The patient outcome following impella removal is ongoing on ECMO support. The access site oozing resolved with conservative management and is consistent with a procedure/access-related complication associated with large-bore arterial access and anticoagulation therapy. The impella cp device functioned as intended during this period. The subsequent pump stop is conservatively reported as a product malfunction; however, the device was utilized beyond the recommended duration of use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.